Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia as well as car accident, on unknown date with unknown blood glucose value. The customer¿s wife states they cannot change the high on alert alarm and customer may had lost their meter. The customer stated that the auto mode feature was active. The device will not be returned for analysis.